Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fistulas are related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.

Event description:
Kci received article, fischer, j.e., a cautionary note: the use of vacuum-assisted closure systems in the treatment of gastrointestinal cutaneous fistula may be associated with higher mortality from subsequent fistula development. The american journal of surgery (2008) that reported that two (2) obese patients developed fistulas two weeks after being placed on v.a.c. Therapy. "The fistulas were excised and closed with a two-layer non-absorbable suture anastomosis. The procedure was not major; both fistulas remained closed and the patient's were discharged." No additional information is available. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.